Event description:
On (B)(6) 2009, the pt reported that an e10 (cartridge) error was displayed on the infusion device. She was advised to perform the change cartridge procedure to clear the error. When she removed the insulin cartridge, the plunger became stuck to the piston rod and insulin spilled into the cartridge compartment of the infusion device. She was educated on the proper procedure for removing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.